Manufacturer narrative:
UDI (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. When this complication occurs, valve prosthesis is removed, and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards learned that a 27mm valve implanted was explanted on the same day of implant to repair av disassociation. A 25mm valve was implanted in replacement. Transesophageal echocardiogram confirmed good repair of the annulus and good seating of the prosthesis. The patient tolerated procedure well and was transferred to the cardiac ICU. The patient expired on pod #1 due to multi-system organ failure. Per received records, the patient presented with mitral stenosis and underwent mvr with a 27mm valve. The surgery was uneventful. Throughout the day, the patient had several episodes of hypertension and her chest tube output was slightly elevated. Patient was electively returned to the operating room where it was found to have bleeder from the left chest wall, left internal mammary artery branch. This was controlled with clips. The remainder of the surgical field, heart, and surgical sites of the heart all were without abnormality. Patient was in the process of being transported to the cardiac ICU when patient's blood pressure and heart rate fell to zero. The team established a rhythm by manual massage but the heart was not able to generate a blood pressure on is own; therefore, the decision was made to emergently return the patient to cardiopulmonary bypass. Once full flow was obtained and blood pressure was sufficient, blood was noticed to be emanating from the posterior aspect of the heart coming around the left side. There appeared to be blood coming from the left ventricle consistent with an arterial ventricular disassociation. The heart was arrested and opened. The 27mm mitral valve was removed and the av disassociation was repaired from the endocardium as well as epicardial sides. A 25mm valve was implanted in replacement. The patient was weaned off cardiopulmonary bypass with the assistance of an intra-aortic balloon pump and transferred to the cardiac ICU. The patient expired on pod #1 due to multi-system organ failure.

Manufacturer narrative:
Reference CAPA-20-00141.